Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, and erosion was noted. All components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected and tested for leaks. Wear at folds in the middle of both cylinder bodies were noted, along with a hole in the outer tube of their proximal ends, consistent with wear. The first cylinder passed the leakage testing; however, the second cylinder presented a leak from wear in its middle. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the kink resistant tubing (krt) was worn to the filament. Additionally, the pump did not pass activation test during functional evaluation. No leaks were identified in the component. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observation of the device not working.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, and erosion was noted. All components were removed and replaced. No additional patient complications were reported.